Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was hospitalized for the peritonitis event. It was reported the patient did not receive treatment for peritonitis. On an unknown date, the patient was recovered from the peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B3: the peritonitis occurred on an unknown date "about a month ago". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.